Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl 500 mcg/ml; 129 mcg/day and bupivacaine 2.0 mg/ml; 0.5160 mg/day via an implantable pump. Indication for use was spinal pain. The pump was previously delivering fentanyl 4000 mcg/ml; 1286.3 mcg/day, clonidine 600 mcg/ml;192.94 mcg/day and bupivacaine 2.0 mg/ml; 6431 mg/day. The date of the event was approximately (B)(6) 2018. It was reported the patient experienced a sudden change in therapy ¿a couple weeks ago¿ and was in ¿miserable pain¿. The pump was set at a low dose which was not helping. Last week, the hcp added bupivacaine to the pump. The pain has been unbearable, the patient was unsteady and had fallen 2-3 times. Recently, the patient had a bad fall, hit her head on concrete stairs and was sent to a medical facility. The patient did not know who she was. The patient was diagnosed with a concussion and torn ligaments in their knee. The patient should get a refill by the (B)(6). The patient was on psychiatrics medication and her psychiatrist was adjusting them. The patient has a primary care physician (pcp) and the nurse practitioner (np) has tried to set up for orthopedics as she tore some ligaments in her knee with the last fall. However, they couldn't find a neurologist. The patient¿s healthcare provider (hcp) clinic closed and she does not have a managing physician. No further complications were reported. Additional information was received from a consumer. As of (B)(6) 2018 not one thing has been done to resolve the pain. The pain has not been resolved. Approximately 20-25 physicians and clinics were contacted. The patient had not found a managing physician. Additional information was received from a healthcare professional (hcp). The pump was alarming for the last couple of days. It was unknown if it was single tone alarm or dual tone alarm. The pump was last filled on (B)(6) 2018. The low reservoir alarm was set for 2.0 ml. It was believed the pump had run dry. It was also indicated that the hcp did not know if it was a low reservoir alarm or if the pump was empty. The patient was using the personal therapy manager (ptm) sparingly to try to get the medication in the pump to last. The patient was loopy and not thinking at all. The patient was ¿always loopy¿. The patient went to the emergency room (B)(6) 2018 for pain relief. They gave her three days of dilaudid and percocet. It was believed that was the reason for the patient being loopy on (B)(6) 2018. The patient did not have a managing physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient has been to the emergency room several times and they have given the patient a couple days doses of medication. The pump has been without medication since mid-september and was still running with no medication. The patient does not have a managing physician. The patient was non-compliant. Patient weight was (B)(6).

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2019-mar-07. It was reported that the patient's pump was still alarming every 10 minutes because the pump was empty, and had been for about 6-8 months. She reported her doctor's clinic had closed in (B)(6) 2018 without notifying patients so she missed her last refill. She also noted she had been having problems when she would go for a refill and they would take out the old medication and there would be a discrepancy between the amount of drug remaining in the pump versus the amount that there should have been. The patient stated she believed that there were discrepancies "in dosage or concentration of drug causing this volume discrepancy." The patient was looking for a doctor to turn off the pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The pump was empty for about two weeks. The patient had an appointment with the hcp on (B)(6) 2018. The patient had a traumatic brain injury and does not remember things.